Event description:
Patient reported that in (B)(6) 2012 he had a spinal cord stimulator lead adjustment and developed a dvt in his leg and hasn't been able to do anything since. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).